Event description:
Philips received a complaint on the v60 ventilator indicating that they were unable to read volume on the screen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the philips biomedical engineer (bme) that during the setup of the device, they were unable to read the tidal volume on the screen. Onsite service by a field service engineer (fse) was requested by the customer. The fse went to the customer site and replaced the gas delivery system (gds). The fse then checked the values of the average air provided per minute and it was found that the measurement was in the acceptable range per the service manual. The fse completed a full performance verification test (pvt) and the device passed all the tests included, returning the device to service. The investigation concludes that no further action is required at this time.